Event description:
It was reported that, during the first 5 minutes of surgery the fiber burned, also causing the debris shield to burn. The procedure was completed with another of the same fiber without patient complications. The fiber was received in two pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection confirmed that the fiber was broken, with the connector separated from the fiber body. Microscopic evaluation identified burn marks on the connector face and normal tip degradation. Functional testing was performed and passed, with four treatments registered as used and six remaining. Based on the analysis results, it is likely that procedural handling of the device during set-up and use contributed to the observed damage. The connector may have developed an internal fracture, which can result in insufficient aiming beam, low laser energy output, or complete inability for the fiber to fire. Additionally, it is probable that the interaction between the connector and the console led to localized overheating, contributing to the connector separation from the fiber body and the burn marks observed on the connector face. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during the first 5 minutes of surgery the fiber burned, also causing the debris shield to burn. The procedure was completed with another of the same fiber without patient complications. The fiber was received in two pieces.